Manufacturer narrative:
(B)(4). H6: medical device problem code: 3191. Patient was unable to identify device issue. Therefore, a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported, that brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced "brief sensor issue" under 1 hour from the receiver. The episode occurred 8 days, after the wearable was inserted in the arm. On (B)(6) 2024, the patient went to bed and around 2 am, the alarm went off. The spouse attempted to wake the patient, because she saw the error message on the receiver showing "brief sensor issue". The patient was already diaphoretic and unresponsive. The spouse called 911 and ems (emergency medical services) arrived after 5-7 minutes. They checked his pulse, gave him oxygen. And did a fingerstick, which was 31 mg/dl. Ems put an IV in his arm with a liquid glucose. The ems stayed there for an hour and a half. The patient woke up. And his wife gave him a sandwich and apple juice. The glucose went up to 154 mg/dl, after all the treatment. Ems left after. At the time of the report 6 days later, the patient was fine. Performance data was reviewed. The allegation was confirmed via data. The probable cause for brief sensor issue was determined, to be sensor noise. No additional patient or event information is available.